Event description:
It was reported that during a lap hysterectomy the device's active blade cracked in half and fell into the pt. The generator alarmed early on the case, but was cleared and they continued. They used x-ray on the pt and were unable to locate the piece. They also used x-ray to attempt to locate the piece in the specimen from surgery. The case was completed with another like device. The pt is stable.

Manufacturer narrative:
Info anticipated, but unavailable at this time.